Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead post-operatively exhibited elevated pacing thresholds. A chest x-ray indicated the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.